Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The unit was returned for failure analysis due to a reported problem, which was subsequently confirmed and replicated. In artemis, communication error 319 was not found within the reported time range; however, the field engineer reported error 319 on startup and discovered that the vsuj internal fiber was kinked. Upon visual inspection, no issues were found that could be directly linked to the reported event. The unit was installed on a golden system in normal mode, where it triggered error 319 at startup, indicating that a node was not present¿thus confirming and replicating the event. Next, the unit was installed on a pftp and failed to connect to nodes a, b, and c during programming. Installation of a golden fiber allowed the nodes check to be passed, but the unit still failed to release the horizontal brake. After installing a golden acu, all relevant tests were passed with no log errors. As a result of these findings, failure analysis concluded that the fiber cable was the root cause of the reported problem.

Event description:
It was reported that there was a 319 error on start up. Field service engineer (fse) found set up joint internal fiber kinked. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the proximal set up joint to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.